Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger h3 device evaluation: analysis of the recharger found no anomalies. D9 and h3 refer to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d9 has been updated regarding the return date of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was red light therapy at the pocket site to break up scar tissue/reduce inflammation on (B)(6) 2024. The scar tissue in the pocket was causing difficulty charging. The red light therapy reduced inflammation/scar tissue. No further reports of difficulty charging as of (B)(6) 2024. The event was resolved without sequelae (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: 9b)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. It was reported that the patient (pt) was having difficulty with recharging, by holding the recharger over the implantable neurostimulator (ins), rep was able to get excellent quality of charge but then it went to good immediately. Putting the recharge on the belt to recharge only gave poor quality. Recharging difficulty caused patient to only be able to recharge to 70% battery. Patient's recharge interval is 2-3 days, thus her implant is depleting daily due to difficulty with recharging. Rep said implant appears to be deep. Given there is still swelling, ts advised waiting to let swelling to down and this should help with recharge efficiency. Ts advised further programming to reduce usage if there is desire to increase recharge interval. Pt called back regarding information as documented in this case. The pt said that multiple calls had been placed now by both themselves and the rep regarding the issue with their intellis device. Pt said that a manufacturer representative (rep) asked the pt to call patient services (pss) today and request a new battery pack and a new recharger. Pt said that in order to recharge the ins, they had to lay down on their right side stretched out with their arm above their head and hold their breath. Pt said that the recharger would get hot when trying to recharge the ins. Pt said that just breathing was enough for the ins to stop recharging. Pt said that now the controller was displaying software problem (1-intellis, 2-3.6, 3-58, 4-qf_new). Agent walked the pt through resetting the controller, however the error message was not cleared. Pt noted that before they called pss they had reset the controller as well to try and clear the error message, however the error message would not clear. Pt saw no apparent damage to the equipment. Pt confirmed that there were no troubles charging the controller from the ac power supply. Pt said that what made a difference in recharging the ins was which side of the recharger paddle they were using. Pt said that error messages would appear when trying to recharge the ins like recharging ended lost connection with implanted device restart recharging if necessary. Pt said that the first rep thought that the ins was implanted too deeply. Pt said that taking a deep breath would make the ins come to the surface so they thought that the ins wasn't in the right spot. Pt said that when the ins is on, the ins de finitely works. A replacement controller and recharger (rtm) were sent out.